Event description:
Baxter japan reported "broken occluder feet" on the transfer set. Per affiliate, this issue was noted during use and no patient injury or medical intervention was associated with this incident.